Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the device experienced poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: customer stated that they are experiencing platelet clumping in the lavender and blue top tubes and they aren't sure why. They have had to redraw every patients blood that the clumping has happened. It is the same person collecting the patients that there is an issue with. Some will have an elevated wbc and slides are made and the platelet clumps are verified. These patients are from a primary care practice. Tubes are transported by courier and arrive same day usually within 4-6 hours of collection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the device experienced poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: customer stated that they are experiencing platelet clumping in the lavender and blue top tubes and they aren't sure why. They have had to redraw every patients blood that the clumping has happened. It is the same person collecting the patients that there is an issue with. Some will have an elevated wbc and slides are made and the platelet clumps are verified. These patients are from a primary care practice. Tubes are transported by courier and arrive same day usually within 4-6 hours of collection.